Event description:
Guidant received info that the pt with this cardiac resynchronization therapy defibrillator (crt-d) was brought back to the electorphysiology lab for an electorphysiology restudy to ensure adequate safety margins. The pt was in atrial fibrillation. Two maximum energy 31j shocks were given without success. After interrogating the device to review the therapy history, the programmer exhibited an error message stating there was a shorted shocking lead. A guidant technical services consultant recommended device replacement. Another guidant crt-d and deifbrillation lead were subsequently implanted. The device and lead were explanted and returned to guidant for analysis.

Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was brought back to the electrophysiology lab for an electrophysiology restudy to ensure adequate safety margins. The patient was in atrial fibrillation. Two maxium energy 31j shocks were given without success. After interrogating the device to review the therapy history, teh programmer exhibited an erro message stating there was a shorted shocking lead. A guidant technical services consultant recommended device replacement. Another guidant crt-d and defibrillator lead were subsequently implanted. The device and lead were explanted and returned to guidant for analysis.